Event description:
Sorin group (B)(4) received a report that the centrifugal pump stopped and the display panel went blank during a procedure. Hand-cranking was used to maintain blood flow while the pump was replaced and the procedure was completed without further issues. There was no pt injury.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the centrifugal pump stopped and the display panel went blank during a procedure. Hand-cranking was used to maintain blood flow while the pump was replaced and the procedure was completed without further issues. There was no pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.